Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. The reported blood glucose reading was 23 mg/dl at the time of the most recent event. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.